Event description:
During a service visit by a beckman coulter field service engineer (fse) to investigate a qc (quality control) shift on cc (cartridge chemistry) reagents, which included gentamicin, transferrin and several tdms (therapeutic drug monitoring) assays, the fse discovered a leak at the cc reagent probe b involving the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument and the customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. Erroneously low results for bun (blood urea nitrogen) and cr-s (creatinine) were obtained for two (2) patients. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc result for bun was within 2 sd (standard deviation) from the target mean prior to event but level 3 qc for cr-s was greater than 2 sd below the assigned mean. The fse discovered weak vacuum to the wash collar and the solenoid vacuum valve was replaced. The fse indicated that no further leaks were observed and repair was verified per established procedures. Failure mode is attributed to a vacuum solenoid valve.